Event description:
Hamilton medical ag received the following event description related hamilton-g5 ventilator: ¿malfunctioned while on patient, auto-triggering breaths & will not pass testing.¿ patient was involved. However, no medical intervention was required and no adverse health effects or consequences to the patient were reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.